Event description:
Patients were on their follow up appointments with the physician and found to have incomplete healing or "stitch abscesses". Some patients also seen at the other hospital the physician goes to.